Event description:
Additional information was received from the patient and it was reported that the patient was having the device explanted. The patient reported that she had 2 implants. The patient reported that the (B)(6) implant worked and the (B)(6) one didn't. The patient reported that they had placed a second implant in (B)(6) because they had to move locations; moved to the front. The patient reported that her healthcare professional (hcp) implanted the second one and didn't take out the other one because it was supposed to be temporary but 3 way delay between stage 1-2 went ahead and implanted it and it worked. The patient reported that it was fantastic and the other one will be removed. The patient reported that in (B)(6), tried to move up higher but that didn't work out, hurt too much, couldn't walk anymore without holding butt. The patient reported that a pocket was made in the lower right abdominal area and did stick out, but perfect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. They repeated previous information. They reported that when they first got the device, it was in their buttock region, but that region caused them pain, and also mentioned that they didn't have a big enough butt for the ins to be placed there. Because of this, their hcp moved the ins to their right hip bone. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0t9ey, implanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported pain at the implantable neurostimulator (ins) and lead site since implant. The patient stated it was because she had very little body fat, and she does not have enough fat in her butt to hold it. The patient stated that it sticks out and causes serve pain to walk and to go up the stairs. The patient stated it feels like she was lying on a bone and floats up and down. The patient stated it always hurts around the device. The patient also noted increased frequency quite a bit and was told to contact the manufacturer representative (rep), but he was hard to get in touch with. The patient noted they had a revision. The patient stated that her ins was moved to try and alleviate the pain and it only made on micron of difference. The patient noted the revision on (B)(6) 2016. The patient stated the after the revision the lead pain had got better, but the ins site was still painful. The patient stated after the revision she could go up and down the stairs without holding her butt. The patient stated that she was going to the bathroom every 20-30 minutes or she would not make it. The patient noted that stimulation issue was related to positional movement. The patient noted she had another interstim surgery scheduled for (B)(6), where they were going to put the ins under her abdominal muscle. The patient planned to work closely with their healthcare professional (hcp) to resolve the symptoms. The patient noted she had chronic pain due to arthritis and needed to walk to alleviate the pain. The patient noted that prior to interstim she tried all the medications and botox injections. The patient stated if she got botox she had to get general anesthesia because she was a trauma survivor. The patient stated she had maybe 7 botox injections. Additional information from the patient reported on october 24th reported the increase in frequency started probably in (B)(6) 2016. The patient stated she thought the increase in frequency may have coordinated with botox no longer in the system. The patient stated that when she first got it, she was down to like 5-7 times away, but she still had botox in her system in (B)(6). The patient noted she had botox in (B)(6). The patient stated it was completely out of her system by (B)(6) at least, so she thought it was probably (B)(6) 2016. The patient noted she does not drink a lot of fluids because then she goes a lot. The patient noted as long as it helps with the urgency then that was all she cared about. The patient stated she changed to program 2 and she had not noticed a difference between 2 and 1. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.